Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states they were in a car accident due to the low levels. The customer's blood glucose level at the time of incident was 20mg/dl. The customer's most current level was 115mg/dl. Troubleshoot was conducted. The pump passed testing and was found to be operating as designed. The customer was advised to conduct full set change. The customer was advised to call back if issues persist.